Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported by the patient that she underwent right tha in 2008 and 6 months prior to revision she began to experience pain. By (B)(6) her pain was so severe that she could not go out shopping, no driving. She was diagnosed with a mass in her pelvis but did not know etiology. She went for a second opinion to a specialist in (B)(6) who diagnosed pseudotumor in her pelvis and advised her of a "faulty" stem shedding metal into her body. She underwent revision surgery on (B)(6) 2017.

Manufacturer narrative:
An event regarding altr involving a metal head was reported. The event was not confirmed by medical review. Product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. A review of the provided medical records and x-rays by a clinical consultant indicated: ¿there is no surgical pathology diagnostic of altr or metallosis, no examination of the explanted components, and no radiographic or clinical evidence of the primary stryker total hip arthroplasty components demonstrating loosening, wear or pathologic changes. After the april 7, 2017 revision in which the well-fixed stryker components were replaced with smith & nephew components, all subsequent complications related to the smith & nephew components. At the (B)(6) 2017 revision "no metallosis" was seen and a pre (B)(6) 2017 revision MRI was not definitely diagnostic of trunnionosis or pseudotumor and was noted to have implant artifacts. A subsequent (B)(6) 2017 mars MRI described a "suspected pseudotumor" at the iliopsoas tendon at a different site from the (B)(6) 2017 description, but also only "suspected". In summary, there is no evidence this clinical picture of complaints of hip pain of six months' duration occurring seven years post-implantation in a patient with chronic low back radicular pain and spine surgery, multiple hip injections and possible chronic hip infection is related to factors associated with the prosthetic hip components.¿ review of the product history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot. The reported event of altr could not be confirmed nor the root cause determined based on the clinician¿s review. ¿in summary, there is no evidence this clinical picture of complaints of hip pain of six months' duration occurring seven years post-implantation in a patient with chronic low back radicular pain and spine surgery, multiple hip injections and possible chronic hip infection is related to factors associated with the prosthetic hip components.¿

Event description:
It was reported by the patient that she underwent right tha in 2008 and 6 months prior to revision she began to experience pain. By (B)(6) her pain was so severe that she could not go out shopping, no driving. She was diagnosed with a mass in her pelvis but did not know etiology. She went for a second opinion to a specialist in w. Virginia who diagnosed pesudotumor in her pelvis and advised her of a "faulty" stem shedding metal into her body. She underwent revision surgery on (B)(6) 2017.